Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urgency frequency. It was reported that they did the MRI and MRI mode wasn't activated. They stated they didn't know about MRI mode and that they should turn it off for surgeries. Patient stated in fact they thought the therapy had been turned off because after the MRI they had two accidents. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call and confirmed therapy is on. Redirected to health care professional (hcp) to further address issue. Patient's scheduled to see hcp tomorrow.